Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant calcitonin (cal) results were obtained on a patient sample on an immulite 2000 instrument. There were no mechanical errors on the day of the event and system maintenance was current. Calibration was valid and quality controls (qc) were within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse observed an air bubble in the sample dual resolution dilutor (drd). The cse primed the drd with probe wash and water, and verified proper drd alignments. The cse also verified all probe alignments, proper dilution well and wash spinner speeds. Then, the cse ran sample and reagent probe dispense angle in diagnostics mode, which passed. Then, the cse ran the waster test preventative maintenance (pm) and 5 replicates of each level of qc, which recovered acceptably. The cause of the falsely depressed calcitonin results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2247117-2020-00054 was filed for the discordant result that was obtained on (B)(6) 2020.

Event description:
Discordant, falsely depressed calcitonin (cal) results were obtained on a patient sample on an immulite 2000 instrument across two days ((B)(6) 2020). When the sample was initially processed, the sample was run in duplicate and calcitonin results of 5.98 pg/ml and 11.8 pg/ml were obtained on the patient sample. Both results were reported to the physician(s), who questioned the difference in these results. On 17-sep-2020, the sample was repeated on the same instrument five times and two additional discordant results were obtained. None of results obtained on (B)(6) 2020 were reported to the physician(s). The customer considered the higher results to be correct. MDR 2247117-2020-00054 was filed for the discordant result that was obtained on (B)(6) 2020 for this patient. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed cal results.

Manufacturer narrative:
Siemens filed initial MDR 2247117-2020-00055 on 14-oct-2020. Additional information (21-oct-2020): after service was performed, the instrument is fully functional. Siemens further investigated the issue and determined that the air bubble with the dual resolution dilutor, pre-analytical factors, or a sample issue potentially contributed to the discordant, falsely depressed calcitonin results. The device is performing according to specifications. No further evaluation of this device is required. MDR 2247117-2020-00054_s1 was filed for the same event.